Event description:
It was reported that the user experienced persistent hyperglycemia at 339 mg/dl while using the ilet. Initially associated with a leaking cartridge that was replaced, followed by suspected site issues including multiple reinsertions at the same location and subsequent resolution after a new site was placed. Customer care provided support that included telephone-based troubleshooting, supply inspection up to the anchor with successful tubing fill and no visible leaks. Investigation of this case revealed a likely infusion site delivery issue after the initial cartridge leak was addressed, with effective insulin delivery restored after a new site was used. Symptoms included elevated trace of ketones. Outcomes included no hospitalization and recovery with glucose trending down after the successful site change. It was concluded that the event was due to hyperglycemia related to infusion delivery inefficiency at the site rather than a persistent device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.